Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process despite following the prompt in the tandem mobi mobile app to replace the cartridge. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Caller initially attempted to reload the original cartridge and resume insulin therapy, but a recurring alarm prevented it, even after cts assistance. Cts instructed the caller to remove the cartridge, deliver a bolus, and replace both the pump and cartridge. Caller was advised to use multiple daily injections (mdi) as backup therapy and was sent a replacement pump by cts, with instructions on returning the defective pump.